Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that they had to replace the stim loc due to the pac man not seating in base ring. They replaced the stimloc and the pac-man worked as intended. The issue is reported to be resolved. No symptoms were reported. The product was discarded. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating no cause was found.